Event description:
It was reported that an 8f angio-seal was deployed in the right groin, post interventional procedure. Bleeding at the puncture site was noted immediately and manual pressure was applied to achieve hemostasis. The patent presented with diminished distal pulses. The patient was taken to the interventional radiology lab for an evaluation and stenosis was noted at the site of the angio-seal. A stent was placed in the area of the stenosis. Reportedly, the patient was doing well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.